Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the (left ventricular) lead had "come loose" and the patient needed another surgery. Follow-up with the physician's office clarified that the lead had dislodged and repositioning was suggested, but the patient wanted a second opinion. The lead was reprogrammed to ensure capture, and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular lead had high threshold due to the dislodgement, and caused nerve stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that the lead was "shocking (the) diaphragm" and was programmed off.